Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported via the surgical outcome system that a patient had previous shoulder procedure. The patient experienced loosening of the implant on the humeral side that was unrelated to any trauma. The patient underwent a revision to a different type of arthroplasty. Patient is ongoing and improving. No further information was provided from the surgical outcome system. Further investigation is in process. Additional information obtained 4/14/20: patient underwent a right total shoulder arthroplasty and open biceps tenosis procedure on (B)(6) 2016. Patient began experiencing pain issues in (B)(6) 2018. On (B)(6) 2020 the same surgeon performed a revision procedure at the same facility. The revision procedure was an open surgery, revision to reverse replacement. Explanted part numbers are not yet known. Patient study ID is (B)(6). Additional information obtained 4/22/20: the following are the implant part numbers from the original (B)(6) 2016 procedure. All of the devices listed were explanted during the revision procedure on (B)(6) 2020. The device disposition is unknown. Ar-9106-03 univers vaultlock glenoid (lot 1027261550}. Ar-9150-19p univers ii humeral head (lot 150084918}. Ar-9100-12s univers apex humeral stem (lot 10019413}.